Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a leak while connecting the ilet to the cartridge during a supply change, and the agent provided step-by-step guidance to complete the change with no further assistance required; the user reported using a compatible infusion set and provided lot numbers for the connector and cartridge. Symptoms included no reported adverse health effects. Outcomes included no hospitalization, no alerts or alarms, and resolution after troubleshooting and education. Investigation included customer service troubleshooting and user education during the call. Investigation of this case revealed a connection leak during setup that was corrected through proper reseating and supply change steps, consistent with a transient connection issue at the cartridge¿connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.